Event description:
The surgeon placed the stent into the pt in the main operating room on (B) (6)2009, and upon follow-up cystourethroscopy in the surgery center saw that the stent that he had originally placed had migrated up into the kidney. The stent was removed with no pt harm.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.